Event description:
Physician was using the laser during a procedure. Physician went to activate the laser with the footpedal, and there was a flash of the laser, the laser faulted, and the laser shut off. The pt's eyes were painful, and was seen by a private physician (ophthalmologist). The case was completed with another footpedal for the laser with no additional occurrences. The footpedals, eyepieces, and laser were taken out of service until a complete inspection could be completed.